Manufacturer narrative:
The claimed issue was related to high oxygen concentration. It was confirmed in problem description, service report and device logs. The ventilator was inspected by our field service engineer (fse) and the reported event could not be duplicated. No parts have been replaced. The root cause of the reported event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/02/2020. Corrected manufacture date: 03/03/2020.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high oxygen concentration. There was no patient harm. Manufacturer ref.#: (B)(4).